Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's eye on (B)(6) 2016. There was an issue with the lens in the injector and the lens was removed. There was no patient injury and the lens tore upon removal. The backup lens was implanted. The patient is doing well. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on the lens. Visual inspection found a piece of one haptic missing. Claim # (B)(4).

Manufacturer narrative:
Correction: the reporter indicated a 13.2mm vicmo13.2 implantable lens, -12.50 diopter, tore before injection into the eye and was not implanted. The backup lens was implanted. Method: work order search. Result: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).